Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead initially showed acceptable measurements with the pacing system analyzer (psa). When connected to the device, no pacing output was observed. The lead was tested again on the psa and the threshold measurement had increased to 8v. The physician attempted to reposition the lead but the helix would not retract. The lead was removed and an other lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted lead was returned for analysis.